Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported unspecified bd¿ pen needle was not functioning correctly. The following information was provided by the initial reporter: "consumer left voicemail reporting that the nano 4mm pen needle does not fit on her humalog pen."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported unspecified bd¿ pen needle was not functioning correctly. The following information was provided by the initial reporter: "consumer left voicemail reporting that the nano 4mm pen needle does not fit on her humalog pen."